Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this pacemaker had several occasions regarding these heart sensations because of the pacemaker tests. Boston scientific technical services (ts) indicated that the physician turned the auto thresholds off. Additional information was obtained which indicated that the device has less than three months of longevity remaining. Ts stated that patient will be unable to get magnetic resonance imaging (MRI) after system is abandoned. This device remains in service. No adverse patient effects were reported.